Event description:
A representative from (B) (6) reported that the mechanical structure of a preva intraoral unit, serial number (B) (6), separated from its wall mount at (B) (6) office. No injury was reported. A follow-up phone call to (B) (6) office confirmed that the facts of the incident were accurate and there was no injury.

Manufacturer narrative:
Method: the progeny sales representative was on site to investigate the incident on (B) (6) 2009, the following date after the incident was reported. However, he was not able to get into office to witness the unit in person. The unit was re-installed by a service technician from the distributor on (B) (6) 2009. All investigation details were based on input from the service technician from the distributor. Conclusions: improper installation to the wall -- only one lag bolt was properly installed into the center of a stud, while the other one was wedged in the crease of two sandwiched studs. With the movement from the normal clinical use, the improperly installed lag bolt wiggled loose, thereby weakening the mechanical connection.